Manufacturer narrative:
The complaint of an over infusion of tpn could not be confirmed. ¿ the reported event date was (B)(6) 2019. Review of the pcu log showed the reported medication was not programmed at all on the reported event date. However, the reported medication was found to be programmed on (B)(6)2019. ¿ review of the pcu event log could not confirm any other reported programming parameters. ¿ review of the pcu error log showed no errors recorded on the reported event date. ¿ inspection of the pump module found the upper and lower retainer pins of the membrane frame/platen were missing. The securing screw of the membrane frame was also missing. These noted discrepancies did not result in a functional failure of the device. ¿ inspection of the suspect device showed no anomalies with the pumping mechanism. ¿ timed rate accuracy testing showed the device was performing within specification. ¿ the device was being used for treatment purposes. The root cause of the complaint of an over infusion of tpn could not be identified.

Event description:
It was reported from the (neonatal intensive care unit) nicu, that an over infusion occurred during a total parenteral nutrition (tpn) infusion.the ordered volume was 264ml plus 75 ml of overfill for a total volume of 339 ml. The expected weight of the bag was 359.3g and the measured weight was 359.89 g. It was supposed to infuse over a period of time. There was no impact to the patient, delay or serious injury reported.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Age: infant.

Event description:
It was reported that during a total parenteral nutrition (tpn) an overinfusion occurred in the nicu. The ordered volume was 264 ml plus 75 ml of overfill for a total volume of 339 ml. The expected weight of the bag was 359.3 g and the measured weight was 359.89 g. It was supposed to infuse over a period of time there was no impact to the patient, delay or serious injury reported.